Event description:
It was reported that high capture threshold was observed on the right atrial leadless pacemaker (lp) following fixation during implant. The next day the threshold decreased to an acceptable value and the device was reprogrammed to a higher output. However, loss of capture was observed the following day. The device was interrogated and the capture threshold was acceptable. The lp was reprogrammed again but, the loss of capture reoccurred. The physician alleged the loss of capture may have happened due to postural changes. The lp was explanted and replaced to resolve the event. The patient was in stable condition.